Manufacturer narrative:
(B)(4). The results of this investigation concluded all three cusps were fibrotically thickened and contained calcifications. Cusp 2 contained a tear, and cusp 3 contained multiple tears. Fibrous pannus ingrowth was observed on the inflow surface of cusps 1 and 2. Thin thrombus containing calcifications was observed on the outflow surface of all three cusps, as well as the inflow surface of cusp 1. No acute inflammation was observed, and gram stains were negative for organisms. No evidence was found to suggest the cause of the fibrous thickening, calcifications, pannus, thrombus and cusp tears was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, an aortic valve replacement procedure was performed and this 27 mm sjm trifecta valve was implanted. In late 2015/early 2016, the patient had suspected endocarditis which resulted in a grade 3/4 aortic insufficiency and an overall health decline. On (B)(6) 2016, reoperation occurred and the valve was explanted secondary to a presumed cuspal tear and calcification. During the explant procedure, calcification with slightly thickened leaflets was observed, as well as deposits that resembled vegetation was noted on the lower part of the bioprosthesis near the left anterior commissure. After reconstruction of the patient's aortic annulus, a smaller 23 mm sjm trifecta valve was implanted. The patient was reported to be stable postoperatively.